Event description:
It was reported that the device became entrapped on the guidewire. A 1.85mm jetstream sc atherectomy catheter was selected for a balloon dilatation procedure of the lower extremity artery. The target lesion was within the superficial femoral artery. During the procedure, the jetstream catheter became stuck with the guidewire. The device was removed and replaced with a new jetstream catheter. The procedure concluded successfully without patient complications, and the patient remained stable post-procedure.

Manufacturer narrative:
Further event details were not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.